Event description:
It was reported that a syringe plunger sensor error was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified check syringe plunger sensor. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case as a preventative measure, also replaced plunger case assembly (right and left case, gear cam, float, timing plates and push block). Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.